Event description:
Discordant advia centaur hbsag results were reported on pt samples. The samples were retested (in triplicate) since they all recovered around the index mark of 1.0. Corrected reports were issued. There are no reports of pt intervention or adverse health consequences due to the discordant hbsag results.

Event description:
Discordant advia centaur hbsag results were reported on pt samples. The samples were retested (in triplicate) since they all recovered around the index mark of 1.0. Corrected reports were issued. There are no reports of pt intervention or adverse health consequences due to the discordant hbsag results.

Manufacturer narrative:
A siemens field svc engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant hbsag results were due to aspiration probes 3 and 4 found to be incorrectly seated. The fse reseated the probes, recalibrated and ran qc. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens field svc engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant hbsag results were due to aspiration probes 3 and 4 found to be incorrectly seated. The fse reseated the probes, recalibrated and ran qc. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens field svc engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant hbsag results were due to aspiration probes 3 and 4 found to be incorrectly seated. The fse reseated the probes, recalibrated and ran qc. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens field svc engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant hbsag results were due to aspiration probes 3 and 4 found to be incorrectly seated. The fse reseated the probes, recalibrated and ran qc. The instrument is performing within specifications. No further eval of the device is required.

Event description:
Discordant advia centaur hbsag results were reported on pt samples. The samples were retested (in triplicate) since they all recovered around the index mark of 1.0. Corrected reports were issued. There are no reports of pt intervention or adverse health consequences due to the discordant hbsag results.

Event description:
Discordant advia centaur hbsag results were reported on pt samples. The samples were retested (in triplicate) since they all recovered around the index mark of 1.0. Corrected reports were issued. There are no reports of pt intervention or adverse health consequences due to the discordant hbsag results.